Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient with degenerative disc disease underwent posterior cervical on (B)(6) 2016 at c5-6, c6-7. Intra-op, upon final tightening of the multi axial screw crosslink with a torque limiting driver, the set screw broke. The top portion was sheared off. This no longer allowed attachment of a mas crosslink. The broken piece was retrieved. However, the remaining portion was not possible to remove because it was the hex portion of the screw that broke off. The surgeon made attempt to remove and replace, but the remaining portion could not be retrieved. The threaded portion was left in place as it was securing the rod in the mas. There was no further incident and the surgeon felt that the set screw was secure in that place, however it did not allow for placement of a mas crosslink. No patient complications were reported.

Manufacturer narrative:
Product analysis :visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. Witness marks and material deformation identified on the external hex, consistent with torsional overload. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.